Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, the device made a hissing sound and the tissue pad fell off the device. No pieces were found on the mayo stand and not in the pt. They used a second device to complete the procedure. No pt consequence reported.